Manufacturer narrative:
Model number/catalog number: 72404155, serial number null batch/lot number: (B)(4), model/catalog description: reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experienced inflation issues due to fluid leak leading to the replacement surgery. During the procedure tubing fracture was discovered. The patient did not experience any further adverse events. The patient was said to be stable after the procedure. No more information available at the moment. Should additional information become available, it will be provided.